Event description:
It was reported that during a divinci robot radical prostatectomy, the device was leaking pneumo. The device was connected correctly to the insufflation machine. After trouble shooting, it was determined that the leak was coming from the non-divinci port at which point the twelve millimeter trocar was exchanged out for a five millimeter trocar. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt reported. Marketing and customer quality followed up with sales rep to discuss the issue. Sales rep will obtain additional info from the gyn coordinator around where the leaking is exactly coming from, if a device was or was not inserted during the leaking, and if the incision site could possibly have been too large. Additional info was received from the sales rep, "the account info has had 4 robot gyn cases and I was present for one of them. They have not had any issues. I was not able to gather any other info out of the account to answer the specific additional questions you had asked. They are unsure still as to why they had problems in the first place but also can't explain why they are not having problems now."

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.